Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-jun-2023. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 24ga x 0.75in. Nexiva unit. Through the visual inspection discovered that the clamp was broken. The reported issue was confirmed. The unit was flushed to determine if the damage caused any tubing damage or leaks. There was no damage or leak detected. Further microscopic analysis did not discover any tubing damage. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing, while the clamp is being installed, it is possible for tooling damage to cause tubing damage, premature clamp activation, tubing bonding failure, missing clamp, or a crimp in the tubing. In process test and inspection according to quality control plans are performed to mitigate the occurrence of this defect. In the clinical environment, if the clinician applies excess force during disengagement, the pinch clamp may fracture. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced (short description of event) the following information was provided by the initial reporter: broken as soon as piv inserted, and rn tried to use the clamp noticed it is broken.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced (short description of event) the following information was provided by the initial reporter: broken. As soon as piv inserted, and rn tried to use the clamp noticed it is broken.